Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had to have a revision on their pump on (B)(6) 2022 because the pump was flipping and they were not getting medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.